Event description:
It was reported that a patient underwent an unknown spinal procedure at "l5-s1 with a laminectomy at l5. Reduction facet joints and preparing free the nerve roots. No adhesions, root compression. Discectomy at l5-s1 and l4-l5 on both sides due to disc slippage and disc protrusion. Spondylolisthesis was completely corrected. Sometime post-op, it was discovered that a screw was broken. A revision surgery is currently pending." No further details are known at this time.

Manufacturer narrative:
Analysis of the returned device shows that no pre-existing defect was found at the level of the breakage. The damages observed are consistent with a fatigue damaging of the metal due to repeated flexural loading of the bone screws. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation. However, x-rays received show a single lateral view of l5-s1 spondylolisthesis, grade I, interbody peek spacer used along with l5-s1 pedicle screws, through open technique. S1 screws appear to be appropriately placed. One of the s1 screws is broken at the tulip/screw interface. A review of the device history records for this device was not possible without additional device information.

Manufacturer narrative:
A review of radiographic images show one level l5-s1 fusion tlif performed with solera and interbody peek cage. Immediate post-op films show an angle of deflation of the s1 screw shafts and tulip of 25 degrees. This is the maxiumum deflextion possible with solera. Which could create a stress rise and induce failure at the shaft/tulip junction. Subsequent films show fracture of both s1 screws at this location. S1 screws appear to have been larger than l5 as appropriate. Construct appears otherwise to be in optimal position.